Event description:
It was reported that the gastrointestinal videoscope had an image blackout. The issue occurred during inspection for use and there was no patient involvement.

Manufacturer narrative:
E1 address 1: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.